Event description:
It was reported that the procedure was to treat an unspecified lesion. An unspecified stent was deployed and post dilatation was attempted to be performed. The whisper guide wire and an unspecified balloon became stuck and the devices were removed together. There were no adverse patient effects and there was no clinically significant delay in the procedure. A new guide wire and balloon were used to complete the procedure. Subsequent to the initially filed report it was reported that the the whisper guide wire and balloon were removed and the procedure was completed. No additional devices were used. No additional information was provided.

Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review, and similar incident query were not performed because the part/lot numbers were not reported. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat an unspecified lesion. An unspecified stent was deployed and post dilatation was attempted to be performed. The whisper guide wire and an unspecified balloon became stuck and the devices were removed together. There were no adverse patient effects and there was no clinically significant delay in the procedure. A new guide wire and balloon were used to complete the procedure. No additional information was provided.

Manufacturer narrative:
D4: the UDI is unknown because the part/lot number were not provided. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Na.